Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was unable to reproduce the reported problem. The customer reported that when the surgeon activated monopolar energy, a little energy was generated at the same time for a bipolar instrument. The fse noted that it was an intermittent problem, and the site elected to monitor the issue for a few days. The fse verified that there was no error in the system log. The system was tested and verified as ready for use. Isi will not receive the maryland bipolar forceps instrument for evaluation per the customer response in follow-up questions. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is received. A review of the procedure log with the information provided resulted in no additional information. The maryland bipolar forceps instrument information cannot be verified through the system log review at this time as it was not registered on the system, and the system was not connected to onsite. No image or video clip for the reported event was submitted to isi for review. This complaint is being reported due to the following conclusion: it was alleged that the maryland bipolar forceps instrument smoked. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, when the surgeon activated monopolar energy for a monopolar curved scissors (mcs) instrument with the energy foot pedal on the right side, energy was generated normally for the mcs instrument. However, the maryland bipolar forceps instrument also produced a little smoke at the same time. There was no error message at the time of the event. The customer attempted to capture the issue on video afterward, but was unable to reproduce the reported problem. The customer also reported that there was no patient injury due to the reported incident. The intuitive surgical, inc. (Isi) technical support engineer (tse) informed the customer that it might be a user related issue. The site continued with the procedure as planned. There was no reported injury. Isi performed follow-up with the customer and obtained the following additional information regarding the reported event: the system, instrument, and accessory were reportedly inspected prior to use, and no issues/errors were noted. The customer saw a little smoke from the maryland bipolar forceps instrument (part catalog# 470172 / lot# k10210816-0216). However, no arcing was observed at the time of the event. There was no evidence of damage to the conductor wire's insulation. It was confirmed that there was no patient harm, injury or adverse outcome due to the alleged product issue. The instrument is not available for return to isi for evaluation as the isi field service engineer (fse) was unable to reproduce the reported problem, and the customer had elected to observe the issue for a few days. No photographic images of the instrument or a video recording of the procedure are available.